Manufacturer narrative:
B3: unknown; year valid. H3: one pump was returned for analysis in used condition with report that the pump fails occlusion testing. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the check clutch error. Functional testing was performed. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor.

Event description:
Us sr 3434934 was received regarding a pump, medfusion 4000, v1.6 1/ea, ln 4000-0106-01, sn (B)(6): fails occlusion test. The event occurred during preventive maintenance.